Manufacturer narrative:
Insulin pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had damage. The customer¿s blood glucose was unknown. The customer declined to troubleshooting. The customer stated that the insulin pump had rejected new batteries, blood glucose goes unexpectedly high when nearing end of set life and place where reservoir seats in insulin pump cracked off and gasket was loose. The customer states on the reservoir side the plastic gasket was no longer working, it had loose and the reservoir was not staying in place. Customer states the plastic component of the reservoir cartridge was broken on reservoir compartment. Customer states they cannot read the display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.